Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate broke after the operation. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (two-sided) and axial loads. Based on the fact that we did not find a residual forced fracture zone on the fracture surface of part b it is indicative of that side with the smaller profile fractured completely first. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the va-lcp condylar plate. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. We found no evidence of material or manufacturing defects.